Event description:
Mediflex retractor broke inside the patient's abdomen. Retractor removed. 3 small segments retrieved. Abdominal film taken. Reviwed by radiologist. No other pieces seen on film. The field and floor searched. Dr. Consulted. Retractor compared with 2 other same retractors.